Event description:
Dexcom g7 gave my insulin pump a false high reading that caused my insulin pump to give me a correction bolus at 1:00 a.m. I woke up at 4:00 a.m., and went to go downstairs went into low blood sugar seizure fell 9 ft straight down the steps broke my neck and fractured my sternum all I got was a new sensor from dexcom not even an apology.